Event description:
Ketoacidosis and high blood glucose values. It has been reported that a patient who uses an innovo together with actrapid (fast-acting human insulin) due to type I diabetes since 2002, developed high blood glucose values and was admitted to a hospital with ketoacidosis. A couple of days before the event, it was noticed that the innovo did not work properly. The patient was taken to a local emergency doctor who gave patient an insulin pen. The patient was admitted to hospital with ketoacidosis and was treated continuously with insulin from 11.30 p.m. In the morning. The patient was admitted for two days and has recovered completely. There are no known laboratory values during the time of the event. The patient has been treated with cipramil for four months, which was introduced when the patient had a reaction when diagnosed with diabetes mellitus. No recent changes in physical activity or diet have been performed and there are no known co-existent conditions which required increased insulin doses.